Event description:
Device 1 of 3. Reference MFR report: 1627487-2011-10484, 1627487-2011-10485. The pt received an scs system which included two octrode leads from different lots. It was reported one of the octrode leads had rolled anterior and was providing painful stimulation in the abdomen. The MFR cannot identify the lot number for the lead in question, therefore, reports will be submitted for both. The physician removed and replaced the octrode leads on (B)(6) 2011. During the procedure to replace the leads, the tip of the epiducer was damaged. The physician experienced difficulty achieving a paramedian needle angle and a lead blank got stuck during the attempted removal from the epiducer. The physician successfully completed the procedure using a new epiducer. This event extended the procedure by approx one hour.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.